Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 01-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 4.1 and 4.2 was failed. A field service engineer (fse) found no light on the drawer 4.1 and 4.2, then the fse replaced t-board to resolve the issue. The customer successfully inventoried one medication, loaded in both the drawers. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer was failing and was unable to recover. The customer attempted to reboot the system; however, the drawer still would not open. The customer stated that the issue was affecting the entire drawer and cubie. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.